Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the sheath used during the case. Please reference related manufacturer report number: 2015691-2020-12224 section f10 was updated. During pre-decontamination evaluation, it was observed the esheath liner was fully expanded, the tip was opened, and the liner was torn almost entire length of the sheath, 9.25 inches from the distal end. Two (2) strands were observed. One was 4.75 inches from the distal tip and 6.75 inches in length. The second was 7.25 inches from the distal tip and 6 inches in length. Both were disconnected from one end of the esheath. There was a severe kink 7.25 inches from the distal tip. There was a hdpe tear at the location of the kink 1cm in length, there was hdpe material stretching along the length of the tear approximately 2.75 inches in length. There was minor soft tip damage. A small liner strand starting 1.5 inches from the distal strain relief and 3.75 inches in length was observed. Both end of the liner strand were still connected.

Manufacturer narrative:
Review of 3mensio provided was performed and showed the patient had mild tortuosity in the access vessels. The devices were returned to edwards lifesciences for evaluation. During visual analysis of the returned esheath, it was observed the esheath liner was fully expanded, the tip was opened, and the liner was torn almost entire length of the sheath, 9.25 inches from the distal end. Two (2) strands were observed. One was 4.75 inches from the distal tip and 6.75 inches in length. The second was 7.25 inches from the distal tip and 6 inches in length. Both were disconnected from one end of the esheath. A small liner strand starting 1.5 inches from the distal strain relief and 3.75 inches in length was observed. Both end of the liner strand were still connected. There was a severe kink 7.25 inches from the distal tip. There was a hdpe tear at the location of the kink 1cm in length, there was hdpe material stretching along the length of the tear approximately 2.75 inches in length. There was minor soft tip damage. During visual analysis of the returned valve, it was observed that the valve was crimped on the proximal balloon shoulder. The valve outflow struts were slightly bent outward. The outflow struts were bent and deformed as well. During dimensional analysis the liner thickness was measured along the length of tear and liner strands and was found to be within specification. Due to the nature of the complaint (sheath damaged and fully expanded), no functional testing was able to be performed. Review of lot history revealed one other similar complaint. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A review of complaint history from june 2019 ¿ may 2020 revealed other similar returned complaints. A review of the complaint history revealed that the occurrence rate did not exceed may 2020 control limit for the trend category of ¿resistance between devices.¿ during manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Per the procedural training manual, during delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. During thv retrieval back into sheath: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc,¿ ¿sheath shaft ¿ kinked, bent,¿ ¿sheath shaft ¿ liner torn,¿ ¿sheath shaft ¿ liner strand,¿ and ¿sheath shaft ¿ damaged¿ were confirmed based on the condition of returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, the physician felt there was the expected amount of resistance through the partially expandable portion of the esheath. After passing through that portion of the sheath there was an unusually high amount of force felt the rest of the way through the esheath. The 3mensio imagery provided revealed mild tortuosity in the patient¿s access vessels. Tortuosity can create a challenging pathway for delivery system insertion through sheath, which may have caused the device to be manipulated to overcome the resistance and could have caused the sheath to kink. In addition, per the report, a bend in one of the valve struts approximately 45 degrees was observed once the valve exited the esheath and the valve frame was found to be damaged/distorted. The damaged struts altered the profile of the valve, becoming more susceptible to catching onto other surfaces. The interaction between the altered profile of the valve and the sheath, combined with excessive device manipulation to counter the resistance, may have contributed to the liner tear, liner strands and damaged hdpe observed on the sheath. Available information suggests that patient factors (tortuosity) and procedural factors (bent strut interaction/excessive device manipulation) may have contributed to the reported event. However, a definitive root cause could not be determined at this time. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was confirmed. However, no manufacturing nonconformance were identified during evaluation. Available information suggests that patient factors (tortuosity) contributed to the reported event. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor risk assessment (pra) is required at this time. However, per management discretion, a pra and CAPA were initiated. The complaint for ¿sheath shaft ¿ kinked, bent¿ was confirmed. However, no manufacturing nonconformance were identified during evaluation. Available information suggests that patient (tortuosity) and procedural factors (excessive device manipulation) contributed to the reported event. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. The complaints for ¿sheath shaft ¿ liner torn¿, ¿sheath shaft ¿ liner strand¿, and ¿sheath shaft ¿ damaged¿ were confirmed. However, no manufacturing nonconformance were identified during evaluation. Available information suggests that procedural factors (bent strut interaction/excessive device manipulation) contributed to the reported event. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 ultra valve in the aortic position using transfemoral approach, the devices were prepared per IFU and the 14 fr esheath was inserted with no resistance. While advancing the valve and delivery system through the esheath, the physician felt there was the expected amount of resistance through the partially expandable portion of the esheath. After passing through that portion of the sheath there was an unusually high amount of force felt the rest of the way through the esheath. A bend in one of the valve struts approximately 45 degrees was observed once the valve exited the esheath. The valve and delivery system were pulled completely out of the esheath and then the esheath was removed. Upon removal of the esheath, a kink was observed as well as a tear along the seam of the sheath and visible detachment of the clear plastic seam. A new sheath was placed with no resistance. A new valve and delivery were inserted into the esheath without much resistance and the valve deployment was unremarkable. Upon removal of the second sheath used, no kink was observed and there were no obvious tears. The loader was able to be fully inserted into the sheath/sheath housing. The sheath insertion angle was unknown. The delivery system was in default position during insertion. The patient¿s access vessel mld was 7.3, had mild tortuosity and no calcification. The vessel was not pre-dilated. Sheath/ds access was from the left side. Right side had a high bifurcation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.